Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated he received a result of lo, which on the system indicates a result of less than 10 mg/dl, and within 10 minutes received a result of 145 mg/dl. No adverse event reported. Meter and strips replaced and requested for return.